Event description:
It was reported that the device had a cracked battery compartment latch lock slot. Device evaluation revealed a buckling upstream occlusion seal and damaged air detector. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the upstream occlusion (uso) seal was buckling and the air detector was damaged. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was reviewed, and functional testing was performed. The uso seal and air detector were replaced.